Event description:
It was reported that the patient experienced burning sensation at the ipg site. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073051/7074183.

Event description:
It was reported that the patient experienced burning sensation at the ipg site. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy. Additional information was received that the patient underwent an explant procedure, and the explanted devices will not be returned per hospital policy.